Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's right ventricular (rv) lead had a fracture, high superior vena cava (svc) impedance, and a right ventricular (rv) impedance was triggered. The lead was initially reprogrammed and later explanted and replaced. No patient complications have been reported as a result of this event.